Event description:
Reportedly, during a follow-up on (B)(6) 2018, the subject device was found in standby mode. It was confirmed that the interrogation was not possible. ECG and magnet application confirmed that the subject device was in ddd pacing mode at 96 bpm. Re-initialization of the pacemaker was successfully performed. Preliminary analysis confimed the reported behavior.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on 19 jul 2018, the subject device was found in standby mode. It was confirmed that the interrogation was not possible. ECG and magnet application confirmed that the subject device was in ddd pacing mode at 96 bpm. Re-initialization of the pacemaker was successfully performed. Preliminary analysis confirmed the reported behavior.